Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the distal side of a partial tibial implant with cement and foreign material adhered to the surface. As the implant was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is radiolucency along the tibial implant and apparent subsidence greatest anteriorly and medially. Bone quality is osteopenic. Alignment is overall maintained. Osteolysis along the tibial implant. A definitive root cause cannot be determined. The complaint is confirmed with provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), g2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 21 months post implantation due to tibial subsidence. Attempts have been made and no further information has been provided.